Event description:
It was reported that balloon rupture occurred and surgical intervention was required. A CT angiography was performed revealing an iliac occlusion with a permeable femoral vein, as well as compression of the left primary iliac vein. A 14-6/5.8/75 xxl balloon and a wallstent stent were advanced to the target lesion, but a balloon burst occurred. It was noted that a piece of the balloon remained on the stent. The balloon piece remaining inside the patient was retrieved by surgical approach. The procedure was successfully completed. No further patient complications were reported in relation to this event and the patient was reported to be fully recovered following the procedure.